Event description:
The user facility reported to terumo cardiovascular systems that out of box, the sampling manifolds on the three sx oxygenators were broken. There was no patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).